Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. Ketones were also present. The patient's father noted upon removal of the pod that the cannula was bent at a 90 degree angle. A manual insulin injection of 4 units was administered to treat the hyperglycemia. (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues were noted that would cause high blood glucose levels.